Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vaso view hemopro jaw cover shredded. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Manufacturer narrative:
A lot history record review was completed for lots 25114847, 25114481 and 25113913 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.